Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion and occlusion tests due to a broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 432 mg/dl. Customer stated that there are cracks and chipped on the reservoir compartment and the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 432 mg/dl. The customer was treated for high blood glucose with bolus in pump.